Event description:
It was reported that during a hemorrhoidopexy procedure, the device did not staple the hole circumference. It only stapled half of the line. A second stapler was used. Patient's current status is good. No special attention required.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.